Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 19.7 mmol/l (354.6 mg/dl) while wearing the pod between 49 and 71 hours. When removed from the infusion site (leg), the pod's cannula broke in half and part of the cannula got stuck in the insertion site. Tweezers were used to remove the cannula from the patient's body.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the exposed portion of the soft cannula found it to be torn and shortened. The exact cause and timing of the soft cannula damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.